Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac arrest and expired. These claims were allegedly caused by the pt's exposure to the product which was administered during the pt's dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.